Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notification occurred after filling the cartridge with 300 units of insulin. Reportedly customer did not perform air removal technique prior to loading the new cartridge. Customer¿s blood glucose was 150 mg/dl. Reportedly, a new cartridge was filled and loaded successfully.